Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer reported that they lost their liners when they moved then the last ones had cracked and were cutting." No additional information was reported.

Manufacturer narrative:
Report #3014845255-2024-03130 is a duplicate of report #3014845255-2024-02028 issued on 11-26-2024.